Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on the reported event, the most probable cause is a shock during transport or storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed due to a crack in the outer plastic around the filter on a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.